Event description:
Information was reported by the healthcare professional (hcp) and consumer regarding the consumer's implanted pump which was used to deliver fentanyl and clonidine. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had been sick since 2013. The patient had gotten so sick that they "go up and down (B)(6) lbs." The patient got a new pump put in last year and they thought the new pump would solve the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.